Event description:
There was a crack in the lifeport catheter. There is extravasation in the flow of the contrast medium out of the catheter through a rent in the catheter. The lifeport was removed after the problem was confirmed by x-ray studies. The lifeport was not available for examination because the family asked for thre device. The physician complied wit the family's requestdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.